Event description:
The ge service rep found an artifact on image and a broken power plug ground lug during a preventive maintenance.

Manufacturer narrative:
The ge service rep cleaned the ccd camera lens to remove the artifact. He found the groud lug broken on the power plug and replaced the ac power plug. The system functions as intended.